Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information. Correction. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue was a result of the user deviating from the instructions for use (IFU). However, a conclusive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ operation_ using endotherapy accessories. Warning: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the sealing accessory. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the uretero-reno videoscope showed that the inner channel was peeled. The issue occurred at reprocessing. There were no reports of patient harm.